Event description:
It was reported that there have been multiple instances of the hub is not staying connected to the barrel or that the needle is not secured to the hub and is either detaching or leaking around the needle, or the needle became completely detached from the hub. No patient injury.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-05982. The report was submitted in error., corrected data: corrected information provided in h10.